Event description:
Customer reported a port issue with his meter not turning on with strip insertion. He stated as a result he was unable to test, experienced hypoglycemic symptoms and lost consciousness. Customer's wife gave him juice to help revive him. There was no report of paramedics called or treatment at a health care facility for this event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The meter has been returned, investigated and the complaint was not confirmed. Meter powered on with button and insertion of strips, did not observe power issue with strip port.